Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the investigation determined the patient effects appeared to be related to patient conditions. There is no indication of a product issue with respect to manufacture, design or labeling. B2: date of death. B3: date of event. H6: patient code 1802 - removed. H6: device code 2993 - removed.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: the patient was re-hospitalized on (B)(6) 2019. Antibiotic medications were administered; however, the patient died on (B)(6) 2019. Transthoracic echocardiography noted no obvious issues. Per the physician, the death, due to sepsis, was unrelated to the implanted mitraclip or mitraclip procedure. Although additional information was received, indicating that the study physician has deemed the patient death, related to sepsis, as unrelated to the study device or study procedure, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID (B)(6). This is filed for patient death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. One clip was implanted and the mr was reduced to grade 1+. In (B)(6) 2019, the patient was re-hospitalized with sepsis and died. No additional information was provided.